Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a red alert for high shock impedance measurements. The system was tested in clinic, however noise was unable to be reproduced. The device was interrogated again and the alert was cleared. The physician did express some concern associated with the battery depletion observed. Additional information was received that this device began emitting beeping tones, however not in an expected cadence. Device data was then sent to technical services (ts) for review. Data analysis determined the high voltage output bridge could be the cause of the out of range impedance measurements and device replacement was recommended. Currently, this system remains in service. No adverse patient effects were reported.